Event description:
It was reported the pt had no stimulation sensation. The pt denies falling or other trauma. The device was checked and found to be on and fully charged. High impedance was noted on one electrode. The MFR's rep reprogrammed around the electrode with "great success".

Manufacturer narrative:
.